Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed to open. A field service engineer replaced position sensor and reseated retractor band and row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system that the cubie lids are not opening. A customer reported that a malfunction occurred while attempting to issue medication to a patient, resulting in the user's inability to administer or withdraw the medication and there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.